Manufacturer narrative:
The device was tossed by the site so it is unavailable for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 67 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Underlying medical history was not shared. On the day of insertion the impella accessed leg was noted to be ischemic. Pulses were lost on the leg and so to troubleshoot and warm the leg the team added warming blankets. The patient was cold and and on multiple vasoactive medications. No other interventions were performed. On day 2 of the support the team made decision to escalate and add extra-corporeal membrane oxygenation (ECMO). The cp will act as a vent to the primary support ECMO. On day 3 the cp was explanted and patient remained on the ECMO. The patient survived. Limb ischemia is a known risk with large bore access sheaths and has an increased risk of occurrence in patients in scai shock stage c,d, and e since there is potential for the patient to concurrently be on vasopressors for medical treatment. While the cp was supporting the pump functioned as expected, p-5 with 2.4l/min flow with d5w with sodium bicarbonate in the purge solution. Per further communication, the team is performing bilateral fasciotomy due to the limb ischemia. The ischemia had remained bilaterally after the explant of the cp pump and cannulation for the va- extra corporeal membrane oxygenation. The fasciotomy will be a surgical repair for the legs.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the injury was unable to be determined due to insufficient clinical details.